Event description:
Caller states that she has tested in the 40's mg/dl and retest within 10 mins with a result as high as 300mg/dl. No specific results were provided. No adverse event reported and no treatment received. No strip info was provided. No qcs were used. Requested return of suspect device and replacement was sent.